Event description:
Two pts with discrepant creatinine results. Pt 1 initial result 27.2 mg/dl, repeat 1.0 mg/dl. Pt 2 initial result 30.2 mg/dl, repeat 0.6 mg/dl. Initial results were not reported. The field service rep determined a reagent valve port was clogged. The instrument was repaired.